Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfu nction. It was reported that they lost the programmer and were having surgery tomorrow. Patient stated they needed the implant shut off for the surgery. Patient mentioned they put the implant in MRI mode a few weeks ago and never turned it back on. The patient said they did not want to turn the implant back on because it was shocking them (and this ws the 2nd time around--the agent did not clarify this statement) for about a month or so and now it was coming to the surface again and they could see the device in their back. Patient states when the ins is off, they do not get shocked. The patient was redirected to their healthcare provider (hcp) to further address the issue. Patient also mentioned this will be the 2nd time having the device replaced and they were going to get it removed for good.